Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacture date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported receiving an unspecified error message on the display of the adc blood glucose meter. On (B)(6) 2018, customer reported that due to a delivery issue involving the replacement product, she was unable to test and therefore experienced a medical event. Customer reported she experienced a loss of consciousness and "blue lips" and was seen at a hospital where a reading of 39 mg/dl was obtained and she was diagnosed with hypoglycemia and treated with glucagon, sugar, and cookies. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial/lot numbers were not provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The manufacturer of precision xceed meters, was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint. A tripped trend review was performed for the reported complaint and precision xceed meters, no trends were identified that would indicate any product related issues. Dhrs (device history review) for all precision strips within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the reported complaint and precision test strips, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer initially reported receiving an unspecified error message on the display of the adc blood glucose meter. On (B)(6)2018, customer reported that due to a delivery issue involving the replacement product, she was unable to test and therefore experienced a medical event. Customer reported she experienced a loss of consciousness and "blue lips" and was seen at a hospital where a reading of 39 mg/dl was obtained and she was diagnosed with hypoglycemia and treated with glucagon, sugar, and cookies. There was no report of death or permanent injury associated with this event.